Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, further investigation revealed a bucked (dso) upstream occlusion seal and dented air sensor. The cause of the issue was unknown. The upstream occlusion seal and air in line sensor were replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
The device was returned because it failed to prime. Upon physical inspection, a buckled upstream occlusion seal and a dented air sensor were found. There was no patient involvement, and no patient injury was reported.